Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. During inspection and testing, service found the scope socket was worn and did not hold the scope in place. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported no image on the subject device during an unspecified procedure. There was only static on the screen. Additional details were requested regarding the reported event. No additional information was provided. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, since the scope connector socket was worn out and the scope could not remain in place, image transmission between the scope and the processor became unstable. This is likely what caused the image to not display. However, the specific root cause could not be determined at this time. Olympus will continue to monitor field performance for this device.